Event description:
It was reported via repair work order that the footboard function was intermittent due to damaged footboard pcb. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.